Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure the generator was powered on; however, after the self-test the physician was unsure if the generator proceeded into the "ready" mode. Reportedly, the machine seemed ready, so the electrode was advanced to the tumor and the tines were deployed. When the "start" button was pressed, the generator did nothing. No error messages were received as the window was silent. There was no reported issue with the rf electrode. The physician checked the adapters and made sure that all devices were connected, and proceeded to press the "start' button a second time. Again, the machine did nothing. As the unit was unable to deliver power to the ancillary devices, the rf 3000 radiofrequency generator was replaced with a second rf 3000 radiofrequency generator. The procedure was successfully completed using the second rf 3000 radiofrequency generator, and the same rf electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure the generator was powered on; however, after the self-test the physician was unsure if the generator proceeded into the "ready" mode. Reportedly, the machine seemed ready, so the electrode was advanced to the tumor and the tines were deployed. When the "start" button was pressed, the generator did nothing. No error messages were received as the window was silent. There was no reported issue with the rf electrode. The physician checked the adapters and made sure that all devices were connected, and proceeded to press the "start" button a second time. Again, the machine did nothing. As the unit was unable to deliver power to the ancillary devices, the rf 3000 radiofrequency generator was replaced with a second rf 3000 radiofrequency generator. The procedure was successfully completed using the second rf 3000 radiofrequency generator, and the same rf electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of unit failed to deliver energy. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. During electrical testing an audible distortion was experienced; which was attributed to harness volume control. Following replacement of this harness; the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Based on the evaluation conducted, a definitive root cause for the reported event could be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number